Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that their ilet device would not hold a charge. The device had been fully charged the previous night. The user was not on the ilet, and blood glucose was not affected. A replacement was shipped overnight.